Event description:
A coronary artery dissection occurred during an aniographic procedure. Medical intervention was required to repair the dissection and the patient was discharged from the hospital. There was no allegation of device malfunction. Additional information was requested from the user facility but as of the date of this report had not been received.